Manufacturer narrative:
The customer reported complaint that when the autopulse platform (sn (B)(6) powers on, the screen lights up but only displays a black line and the board clicks was confirmed during functional testing. The root cause for the reported complaint was the failed processor pca board. The autopulse platform failed functional testing, failing during the power-on-self-test. The lcd display screen shows one black line and a clicking noise was observed; thus, confirming the reported complaint. The processor pca assembly was replaced to remedy the reported complaint. After service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints for autopulse platform with sn (B)(6).

Event description:
The customer reported when the autopulse platform (sn (B)(6) powers on, the screen lights up but only displays a black line and the board clicks. The issue was noticed during daily checks. No patient involvement.